Event description:
It was reported that the patient fell on her back in (B)(6) 2011 and since that time the stimulation had seemed to be different. The hcp checked the device after fall and stated that it appeared to be ok. The patient was reprogrammed on (B)(6) 2012 and during that appointment she experienced a weird pain in the stomach and back. As a result the representative changed to a different program and the pain diminished somewhat, but was still present. The day after the appointment the patient began to spot like a menstrual cycle and had every day since. The patient also experienced a weird pain in the inner left buttock that appeared to be more intense when she was sitting. Outside of the reported issues, the patient was getting good symptom control. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3093-33, lot# v768769, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4).